Manufacturer narrative:
Device evaluation: the device history record was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that ¿when the patient coughs, it dislodges the blue connector at the end of the intubation tube and the patient becomes disconnected from the ventilator, causing desaturation. Reconnected the connector into the tube, but it seems poorly secured. There was patient involvement and unknown patient harm.